Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 1.45mls of juvéderm® voluma¿ xc into the right temple and 1.45mls into the left temple. On this same day, patient experienced mild limitation of mandibular function when chewing tough food, chewing chicken, and yawning which resolved in 5 days. A month after first injection, patient received another 1ml of juvéderm® voluma¿ xc into the right temple and 1ml into the left temple. On this day, patient experienced a recurrence of the mild limitation of the mandibular function when chewing tough food, chewing chicken, opening mouth wide enough to drink from a teacup and yawning resolved in 6 days. A little less than 6 months after the second injection, patient began experiencing urinary tract infection that are ongoing, mild, and not related to device. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00368) (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.